Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient was diagnosed with peritonitis which did not require hopsitalization. On (B)(6) 2011, the patient received remedial therapy with loading doses of vancomycin 2gm, ip, and amikacin 250mg, ip; heparin 2000iu three times daily, ip; and reflin 1gm, once daily, ip. Dianeal was ongoing. The event of peritonitis was resolved as of (B)(6) 2011. The baxter-employed nurse reported that the peritonitis was unrelated to the dianeal.